Event description:
The patient was an 86-year-old female. In consideration of her advanced age and frailty, transfemoral tavi was performed for severe aortic stenosis. Disruption of circulatory dynamics occurred shortly after performing pre-bav utilizing inoue balloon 22 mm, and v-a ECMO was immediately introduced. After introducing ECMO, haemodynamics became stable and insertion of a sheath and an angiographic catheter from the arterial line of ECMO became possible. Tavi procedure was completed after it was restarted. Bibliographic information: takuya nakamura et al., an experience of introducing ECMO shortly after performing pre-bav and inserting an angiographic catheter from the arterial line in our hospital, structure club japan live demonstration 2025 (2025.12.5, 6). The reporting physician assessed that the event was caused by the prolonged procedural time and determined that there was no causal relationship between the event and the device.

Manufacturer narrative:
"As described above, the reporting physician assessed that the event was not related to the device. However, from the manufacturer's perspective, unstable blood flow associated with valve dilation was also considered a possible contributing factor to the event. As the event occurred intraoperatively during use of the device for dilation of the aortic valve, the manufacturer concluded that a causal relationship between the event and the device cannot be completely ruled out. The inoue balloon catheter used in this patient was not returned to the manufacturer; therefore, further investigation of the device was not possible. The manufacturer reviewed the manufacturing records for the lot used in this patient and confirmed that no issues were identified. Based on this review, the manufacturer determined that the event was not caused by the manufacturing process. Although "circulatory failure" is not mentioned in the instructions for use, this is the first occurrence since the product's launch. The manufacturer will continue to closely monitor this event going forward."